Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain, redness, swelling, and superficial dehiscence at the lead site. The lead was not exposed. Therefore, the patient was hospitalized, given antibiotics, and the wound site was cleaned and redressed. Culture results were unable to be obtained. The patients wound was healing and expected to fully recover. The lead remained implanted and the scs device remained on and providing good stimulation therapy.